Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was intended to be used during an esophageal stenting procedure on (B)(6), 2011.according to the complainant, after unpacking the device, the physician noticed that the stent was partially deployed; as the deployment suture was already unraveled. There was no visible issues or damage to the packaging that could have contributed to the condition of the device. The procedure was completed with another ultraflex esophageal covered stent.there were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was intended to be used during an esophageal stenting procedure on (B)(6), 2011. According to the complainant, after unpacking the device, the physician noticed that the stent was partially deployed; as the deployment suture was already unraveled. There was no visible issues or damage to the packaging that could have contributed to the condition of the device. The procedure was completed with another ultraflex esophageal covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the deployment thread was detached from the distal silastic tubing and the stent was partially deployed distally by approximately 20 mm. Solidified blood was present on the stent, the inner shaft and the hub therefore indicating the device had been used in vivo. The outer packaging was also returned and no issues were noted with the packaging. Based on the evaluation conducted, no definitive root cause could be determined. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.